Event description:
It was reported that the patient had myocardial infarction which was linked to an occlusion of the circumflex artery. Medical intervention was performed to prevent moderate transient impairment, but actual treatment was not specified. It was reported that the event was procedure related. Prognosis for the patient was reported to be satisfactory.